Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred. Pump supplies were changed and occlusion alarms reoccurred. Customer declined tandem technical support's offer to troubleshoot. Customer's blood glucose was 472 mg/dl. Customer reverted to using manual injections for insulin therapy.